Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID: mc1avr1-delsys, (serial (B)(6), d9: no.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a cardiac perforation and a pericardial effusion after the implant of a leadless implantable pulse generator (ipg). It was noted that earlier in the day the patient underwent a transcatheter aortic valve replacement and the patient experienced complete heart block and the patient was brought to recovery and a temporary wire was put in place until the patient was brought for a leadless ipg implant later in the day. It was noted that the insertion of the micra was seamless with one deployment and good numbers were noted. After micra tether was pulled and device remained stable the temporary wire was then pulled. Patient was then brought to recovery where approximately thirty minutes later patient blood pressure dropped, and echocardiogram was performed. A large effusion was seen. Patient was then rolled back, and a tap was preformed, approximately 300cc of fluid was pulled. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.